Event description:
In this event it was reported that the ahpbioseal - ah plus bioceramic sealer starter kit - showed resorption requiring retreatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Customer not returning. Product not received at investigation site. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.